Event description:
It was reported the device was not firing correctly. It was also reported the device has been dropped and the front case is cracked. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the upper case was broken, the lower case was out of specification, the battery release and battery drawer were contaminated, the lead flex cover was broken, the lead flex o-ring was missing, the battery contacts were compressed and loose, the liquid crystal display was out of specification and the main printed circuit board was out of specification.